Event description:
It was reported that a patient presented to the emergency room on (B)(6) 2023 with a high pacing impedance on their right ventricular lead. Defibrillation threshold testing was discussed, but no intervention was performed. The patient was discharged with no patient consequences.